Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Corrected fields: expiry date.

Manufacturer narrative:
Due to character limit: e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during the use the intra-aoritc balloon (iab) optical sensor failure on sensation. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5, d7a no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported by customer that, during the intra-aoritc balloon (iab) optical therapy, the sensation plus 50 cc balloon had sensor failure. No patient harm or injury reported.